Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke at 36,190 joules and 7:13 minutes of use. A second fiber was used to complete the procedure at 221,925 joules and 34:17 minutes of use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke at 36,190 joules and 7:13 minutes of use. A second fiber was used to complete the procedure at 221,925 joules and 34:17 minutes of use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device underwent a thorough analysis. Visual analysis did not identify defects in the fiber body; however, the glass cap exhibited moderate devitrification at the output window. This is consistent with normal degradation that occurs through use of the fiber. The observed devitrification was likely caused by heat accumulation at the fiber tip which can contribute to the crystallization of the glass at the firing window. Testing with the hene laser fixture was performed and it confirmed that the fiber was continuous with no signs of breakage along the length of the fiber. Based on the information available and analysis results, the reported clinical observation of fiber break was not confirmed.